Event description:
An nc sprinter rapid exchange (rx) balloon dilatation catheter length 21 mm, diameter 3.25 mm was used to treat a lesion in a patient. It was reported that the balloon would not hold pressure on attempted inflation. The physician was using the device to pre-dilate the lesion. The physician inspected the device prior to use and carried out a negative preparation on the device with no abnormalities noted. It was reported that the device advanced normally over the wire, but failed to inflate at the lesion. The lesion was successfully treated with another balloon and there was a stent implanted. Patient was reported to be fine post procedure and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Evaluation, results: root cause undetermined. Evaluation summary: the device was returned to medtronic for evaluation. On review of the returned device the balloon had been inflated. The distal tip was damaged. The presence of a pinhole leak located on the proximal balloon, proximal to the marker band of the returned device was confirmed.